Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turns off and on with out user input, which was unable to be reproduced during evaluation. Improper shutdown alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the entries are user induced or due to a device malfunction. The device was found to function as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turned off and on without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.